Event description:
The reporter stated that the patient was experiencing blood glucose levels from 55 mg/dl to 550 mg/dl. The reporter stated that the patient tended to have low blood glucose levels after bolusing. The reporter stated that the patient was only on the pump for one week and the patient's educator was actively working on adjusting the patient's pump settings. The reporter confirmed that the pump settings were programmed correctly and the patient used the suggested bolus amounts from the pump. Customer support advised the reporter that there was no defect found with the pump and advised the reporter to follow up with the patient's health care provider regarding the pump settings. This report is made based on the allegation that the patient experienced erratic blood glucose while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the pump settings were still being adjusted. Some variation in the patient's blood glucose levels is expected as the patient's insulin regimen is adjusted. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: pump data from the time of the event was no available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms occurred during testing. Unrelated to the complaint, the bolus button cover was found to be missing.

Manufacturer narrative:
(B)(4)